Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A consumer reported that their philips sonicare accessory charger went into flames. No injury or property damage was reported.